Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the conductor wire was not broken but had damage to the insulation coating. Electrical continuity testing was performed and passed. An additional observation not reported was the yaw pulley exhibited charring and localized melting near the conductor wire exit. Evidence not conclusive but charring was a likely sign of an arcing event. The thermal damage may have been due to energy escaping through the damaged conductor wire at the conductor wire exit on the yaw pulley. No other damage was found. Additionally, the main tube exhibited a scratch mark on the distal end. A deep scratch was approximately and inch away from the proximal clevis and main tube interface.

Event description:
It was reported that during a da vinci surgical procedure while using a permanent cautery hook instrument, it started to spark. When taken out it looked like the beige housing on the end of the tip looked like it was torn off. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.